Manufacturer narrative:
A spacelabs technical support engineer contacted the customer to obtain additional information about the reported issue and learned that the problem had resolved on its own. The customer confirmed that the reported problem was no longer present and that the xtr system was working as expected. A spacelabs healthcare product support specialist (pss) reviewed logs and found that on (B)(6) 2022, the host receiver was unable to communicate with all quad receiver cards and then rebooted. At this time, the cause of the reported issue could not be determined. Pss forwarded the logs to spacelabs engineering for further review. Should any additional information become available, a supplemental report will be submitted in accordance with cfr 803.56.

Event description:
Spacelabs healthcare was notified that an xhibit telemetry receiver (xtr) went offline for a few seconds. The customer, a biomedical engineer reported that all associated channels returned on their own. There is no patient harm reported with this event.